Event description:
It was reported the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the device was fired approx. 6 times. The staple lines oozed on 4-5 of the firings requiring cautery and clips to control the bleeding. The instrument was from a kit, fd063, lot# k4711a. There was no consequence to the pt.